Event description:
The customer contact reported that the pump was returned to the biomedical engineering department with an unsigned note that stated, "broken and overinfusing." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device continued to deliver at the programmed rate after the programmed volume to be infused was completed. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.